Event description:
Caller reported a malfunction on the pump, which had previously occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Technical support provided instructions for setting the problematic pump into storage mode and its return, which the caller understood and acknowledged.